Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and was not available for return to the manufacturer for analysis. Medical imaging was not available. Therefore, the reported event could not be confirmed. The instructions for use (IFU) identifies thromboembolic event, stroke, and neurological deficits as potential complications associated with use of the device. Choi, jai ho, et al. "A single flow re-direction endoluminal device for the treatment of large and giant anterior circulation intracranial aneurysms." Yonsei medical journal 63.4 (2022): 349.

Event description:
As reported through the article titled, "a single flow re-direction endoluminal device for the treatment of large and giant anterior circulation intracranial aneurysms" published in yonsei medical journal, a patient that was treated with a fred stent between january 2018 and july 2020 for a recurrent aneurysm previously treated with a clip. The patient experienced a thromboembolic complication due to acute infarction on the left periventricular white mater (hemiparesis) on postoperative date 23. Follow-up dsa demonstrated left m1 occlusion with leptomeningeal collateral from the aca (anterior cerebral artery). The aneurysm was completely occluded on dsa. The patient was a responder to: aspirin and clopidogrel.